Manufacturer narrative:
The manufacturer initially reported MDR 2518422-2025-000515 as a reportable event. However, upon review, it was observed that there were no allegations of foam particles, no device malfunctions and there was no report of serious injury or harm. Therefore, this event is now considered not reportable.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging severe irritation in airway preventing her from sleeping properly at night and modulating volume of noise from the device. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.